Manufacturer narrative:
Retained samples were visually reviewed and pull tested. The results meet the specification including usp tensile strength requirements for a #2 pdo device.

Manufacturer narrative:
The institution and the distributor¿s sales representative were not sure which lot number is associated with the event. The second possible lot number associated with the event is: lot number: aagr611. UDI code:(B)(4). Batch reviews of the finished good lots and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, sterilization, in-process, or final inspection process. The exact lot number for this follow-up report is not known but our distributor¿s sale representative did return to the institution in an attempt to retrieve the information. Upon review of the inventory the sales representative was able to narrow the lot number down to the two following lot numbers in the customers¿ existing inventory, aagr611 and aahl227. The sales representative was also able to obtain information from the surgeon who indicated the patient had no pre-existing conditions. The incision was washed out in the o.r. With irrisept and saline. The patient returned to limited pt and npo antibiotics for 10 days after the second surgery. No culture results were provided at this time.

Event description:
Patient had to go back to the or to get washed out and closed with non-stratafix suture. Wound was cleaned in the or with irrisept and saline. Slow return to limited pt and npo antibiotics for 10 days after 2nd surgery.

Manufacturer narrative:
A lot number was not reported so a batch review of the finished good lot and components could not be reviewed to determine if there were quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection process. It was reported by the sale representative of our distributor the patient¿s incision had ruptured when the patient¿s was doing flexion¿s in physical therapy after a total knee replacement. To date, no additional information has been received regarding the patient¿s current status and/or the closure of the wound. No photographs or samples were available for review. Without the finished good lot number, retained samples could not be reviewed. If samples, photos or additional information becomes available at a later date, the samples or information will be reviewed and added to the file and a follow-up report will be filed. Without receiving a finished good lot so manufactured records could be reviewed, receiving sterile devices to tensile test, magnified photo's of the ruptured incision, or receiving detailed information regarding the pre-operative preparation of the devices, placement of the device in the tissue, surgeon¿s technique, the patient¿s health status and specifics, or quality of the tissue, a definitive root cause for the reported event cannot be confirmed with certainty. As stated in the IFU for the devices, ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. The warning in the IFU states, ¿this an absorbable material, the use of supplemental non absorbable sutures should be considered by the surgeon in the closure of sites which may undergo expansion, stretching or distention or which may require additional support.

Event description:
It was reported by the sales rep that post-op of a total knee replacement procedure that post op day one the patient was doing physical therapy flexions and the center of the incision ruptured. Unknown as to how the incision was repaired.